Manufacturer narrative:
(B)(4). The event occurred sometime during the week prior to (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coseal premix 4 ml had white, floating particulate matter in its solution. The reporter stated that the particles did not appear to be dissolving. The product was used on a patient; however, it was not specified if the issue was noticed before, after, or during patient use. No damage was noted on the product or its packaging. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a retained sample was evaluated. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.